Event description:
Customer called to report that fluid was observed at the left side of the coulter lh750 hematology analyzer. During troubleshooting, customer found more fluid underneath the needle assembly of the instrument, but was unable to locate the precise leak source. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found a diluent leak on the left side of the instrument. The fse found that the tubing through valve vl2 was pinched. The fse replaced the tubing to address the issue, then performed instrument verifications and checked pressures and vacuums to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event. The root cause of the leak is attributed to the pinched tubing through vl2.

Manufacturer narrative:
(B)(4).